Event description:
Customer reported that the 2130-000 high speed drill overheated during surgery and inadvertently burned a patient's lip. No medical intervention was required.

Event description:
Additional information from facility reported the following: "high speed drill coming in contact with patient lip. Patient's lip felt warm but there was no burn to document. We did apply bacitracin ointment post operatively. No complaints from patient have been noted since date of service."